Event description:
It was reported that during an unknown procedure, the item jammed. The device would not fire and was hard to remove. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): ratchet. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl spring was found damaged causing the antibackup failure. The intermittent failure of the anti-backup feature is unrelated to the reported opening issues. Possible causes for this condition may be attempting to stop the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. No opening issues were noted. Additionally the orange indicator over traveled; this finding is not related with the incident reported. The analysis results found that device (b) was returned for analysis in good visual condition. An attempt to fire the device was made and the device would not feed the clips. The device was disassembled to examine the condition of the internal components and the feeder shoe drive tab was noted to be damaged, 12 clips were found remaining on the clip stack. Possible causes for this condition may be accumulation of dried blood or tissue in the track or actuating the trigger while the jaws are closed in a trocar or molded end cap. This could also result if the tips are buried in tissue when actuation of the trigger occurs. It should be noted, that the jaws need to be fully open in order for the next clip to be properly fed. No incident related to the reported event was observed during the batch record review. (B)(4).